Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing activities was acceptable. In addition, all dhrs are reviewed for accuracy prior to product release. One catheter was returned for evaluation. Visual inspection was performed and revealed that the catheter's tip was cut and not returned as part of the sample. The device did not show other visual issues. Underwater functional testing was done, and no bubbles were detected. The reported condition has not been confirmed. Based on the available information, it can be concluded the most probable root cause could be considered as customer perception. No harm, no trends or triggers have been found, therefore, no action is deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the silicone tube leaked at the junction of the extension tube and bifurcate. There was no patient injury.